Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 6, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the mode of the laser changed on its own and fired the laser unexpectedly prior to a procedure. There was no patient involvement.